Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer experienced a performance issue where the application froze and became unresponsive displaying an hourglass symbol during a generator changeover. It was noted that every attempt to interrogate and click any button, such as parameters, resulted in the application freezing. Troubleshooting steps included attempts to close and reconnect the application multiple times, but the issue persisted. Further troubleshooting steps were taken to swapping out the mobile programmer for a legacy programmer to change the settings as the patient was dependent. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment that the mobile programmer experienced a performance issue where the application froze and became unresponsive displaying an hourglass symbol. It was determined at analysis that a loss of bluetooth connectivity occurred and significant latency was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.